Event description:
The customer reported that the system intermittently would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The coin battery was replaced the ffb and gib boards were reseated, the power plug was repaired and the battery charger was recalibrated. The system was then found to be operating as intended.